Event description:
Boston scientific received information that at this implant procedure, when the competitive right ventricular (rv) lead was inserted into this device, no pacing therapy was observed. The pacing inhibition resulted in greater than a two second pause for this pacemaker dependent patient. Multiple efforts were made to remove and clean the lead prior to re-insertion and they continued to see no pacing with the lead inserted in to the device header. Saline was utilized to clean the lead and pacing therapy was finally provided. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.